Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# j0348764v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 309510, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that this was an end of life replacement. Battery depleted from normal use. The only reason lead was replaced was that it wouldn't go down the header of the stimulator so that when the lead was interrogated there was >4000 impedance readings on all 4 electrodes. Healthcare provider tried several times to advance the lead down the header. The patient was seen at the healthcare provider clinic and that was when the issue was identified. The issue was resolved at the time of report. The patient was alive with no injury at time of report. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.